Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed and an additional occlusion alarm occurred. A system check was performed and the occlusion alarm was found to be within the cartridge. The customer experienced an elevated blood glucose (bg) level; no exact bg value was provided. The customer declined to provide additional information regarding the impact to the customer's bg level and ketone level. Reportedly, the customer continued to use the pump for insulin therapy.